Event description:
Caller reported a tandem mobi cartridge alarm, which caused blood glucose level to exceed 500 mg/dl, with the specific value unknown but displayed as "high." Customer addressed the high blood glucose level with a correction injection via multiple daily injections and did not require third-party assistance. Technical support confirmed the cartridge alarm and decided to replace the pump. Customer acknowledged the delivery and operational instructions for the replacement pump and was advised to return the problematic pump to tandem within 10 days using a pre-paid label.